Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 595 mg/dl at the time of incident and other blood glucose value was 600 mg/dl. Customer stated that blood glucose level was not going down even after giving himself 14 units of insulin. The customer reported that the auto mode was on. Customer stated that they feel ok as per troubleshooting. The insulin pump will not be returned for analysis.